Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, the device was found to be in backup vvi mode. A device code download was performed successfully.